Manufacturer narrative:
The pump was received with the operating currents within specification, and passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarms were noted. No moisture damage was found on the electronics, motor, battery tube, vibrator or keypad assembly during visual inspection. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer states they had issues with blank display. The customer states the pump was exposed to moisture and placed in the dryer. The customer's blood glucose level at the time of incident was 547mg/dl. The customer's most current level was 107mg/dl. The customer was treated at the hospital for the highs with IV and insulin shots. Troubleshoot was conducted and the customer was advised the pump would be replaced and returned for analysis.